Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the post-paced t-wave oversensing (pptwos) due to fusion event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted, the session records were analyzed, and the pptwos was suspected to be due to fusion. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.